Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Previously administered products included for an unreported indication: pills from 2004 to 2006 and depo-provera from 2004 to 2005. Concurrent conditions included tooth extraction (history of oral surgery tooth extraction) and chronic cervicitis. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), arthralgia ("hip pain/ knee pain/ elbows pain/ joint pain") and musculoskeletal pain ("shoulder pain"), 2 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: cannot focus or see at night") and night blindness ("vision/eye problems type: cannot focus or see at night"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), swelling ("rashes or skin conditions type: swelling") and erythema ("rashes or skin conditions type: redness"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pain in extremity ("leg pain/ arm pain"), abdominal pain ("abdomen pain") and headache ("head pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, bladder disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, allergy to metals, musculoskeletal pain, swelling, erythema, vision blurred and night blindness outcome was unknown and the back pain, arthralgia, pain in extremity, abdominal pain and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, migraine, musculoskeletal pain, night blindness, pain in extremity, pelvic pain, swelling, tooth disorder, urinary tract disorder, vaginal discharge and vision blurred to be related to essure. The reporter commented: the right tubal ostia was identified and an essure coil deployed leaving five trailing coils. A similar procedure was performed on the left with three trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain" lot number: 844601 manufacture date:2011-03 expiration date: 2014-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Previously administered products included for an unreported indication: pills from 2004 to 2006 and depo-provera from 2004 to 2005. Concurrent conditions included tooth extraction (history of oral surgery tooth extraction) and chronic cervicitis. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/back pain"), painful joints ("hip pain/ knee pain/ elbows pain/ joint pain") and shoulder pain ("shoulder pain"), 2 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: cannot focus or see at night") and night blindness ("vision/eye problems type: cannot focus or see at night"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), swelling ("rashes or skin conditions type: swelling") and erythema ("rashes or skin conditions type: redness"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pain in extremity ("leg pain/ arm pain"), abdominal pain ("abdomen pain") and headache ("head pain/headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, bladder disorder, tooth disorder, fatigue, alopecia, migraine, allergy to metals, shoulder pain, swelling, erythema, vaginal discharge, vision blurred and night blindness outcome was unknown and the dysmenorrhoea, dyspareunia, back pain, painful joints, pain in extremity, abdominal pain and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, migraine, night blindness, pain in extremity, painful joints, pelvic pain, swelling, tooth disorder, urinary tract disorder, vaginal discharge, vision blurred and shoulder pain to be related to essure. The reporter commented: the right tubal ostia was identified and an essure coil deployed leaving five trailing coils. A similar procedure was performed on the left with three trailing coils. Patients received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),back pain, nickel - diag and rash/skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain" lot number: 844601, manufacture date:2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Previously administered products included for an unreported indication: pills from 2004 to 2006 and depo-provera from 2004 to 2005. Concurrent conditions included tooth extraction (history of oral surgery tooth extraction) and chronic cervicitis. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/back pain"), arthralgia ("hip pain/ knee pain/ elbows pain/ joint pain") and musculoskeletal pain ("shoulder pain"), 2 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: cannot focus or see at night") and night blindness ("vision/eye problems type: cannot focus or see at night"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), swelling ("rashes or skin conditions type: swelling") and erythema ("rashes or skin conditions type: redness"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pain in extremity ("leg pain/ arm pain"), abdominal pain ("abdomen pain") and headache ("head pain/headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, bladder disorder, tooth disorder, fatigue, alopecia, migraine, allergy to metals, musculoskeletal pain, swelling, erythema, vaginal discharge, vision blurred and night blindness outcome was unknown and the dysmenorrhoea, dyspareunia, back pain, arthralgia, pain in extremity, abdominal pain and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, migraine, musculoskeletal pain, night blindness, pain in extremity, pelvic pain, swelling, tooth disorder, urinary tract disorder, vaginal discharge and vision blurred to be related to essure. The reporter commented: the right tubal ostia was identified and an essure coil deployed leaving five trailing coils. A similar procedure was performed on the left with three trailing coils. Patients received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, nickel - diag and rash/skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain" lot number: 844601 manufacture date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Outcome of the events dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were changed from unknown to recovered. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Previously administered products included for an unreported indication: pills from 2004 to 2006 and depo-provera from 2004 to 2005. Concurrent conditions included tooth extraction (history of oral surgery tooth extraction) and chronic cervicitis. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), arthralgia ("hip pain/ knee pain/ elbows pain/ joint pain") and musculoskeletal pain ("shoulder pain"), 2 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: cannot focus or see at night") and night blindness ("vision/eye problems type: cannot focus or see at night"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), swelling ("rashes or skin conditions type: swelling") and erythema ("rashes or skin conditions type: redness"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pain in extremity ("leg pain/ arm pain"), abdominal pain ("abdomen pain") and headache ("head pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, bladder disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, allergy to metals, musculoskeletal pain, swelling, erythema, vision blurred and night blindness outcome was unknown and the back pain, arthralgia, pain in extremity, abdominal pain and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, migraine, musculoskeletal pain, night blindness, pain in extremity, pelvic pain, swelling, tooth disorder, urinary tract disorder, vaginal discharge and vision blurred to be related to essure. The reporter commented: the right tubal ostia was identified and an essure coil deployed leaving five trailing coils. A similar procedure was performed on the left with three trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Lot number were added. Events added from pfs- bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss¸ migraine headache, nickel allergy, pain, lower back pain, knee pain, shoulder pain, swelling, redness, vaginal discharge, vision/eye problems type: cannot focus or see at night, leg pain, abdomen pain, head pain."event-knee pain and elbows pain clubbed to event-joint pain".and "event-arm pain clubbed to event-leg pain". Reporter information, historical drug, events onset date, events outcome, lab data were added. Event-injury was deleted device category changed from device other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.